Event description:
The customer reported that his olympus 4k camera head was displaying an e221 communication error during a reprocessing cycle. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The e221 communication error was present due to a shortage in the cabling. Additionally, the rear cover label was found missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was an image failure and e221 scope communication error due to a faulty cable. However, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.